Manufacturer narrative:
Corrective actions have been initiated and the affected lot is being recalled, reference the above removal report number for additional information. Upon receipt, the tibial plate was assembled to a stem extension component and it was found that the connection was too loose. Dimensional analysis of the taper diameter of the tibial plate failed the gauge check. The taper diameter was found to be oversized by 0.010". The information listed on this form was previously provided on manufacturer report number 1822565-2013-00867.

Event description:
It is reported that the doctor attempted to use a size 4 tibia. The tibia would not lock into a size 11 extension. The surgery was completed with a size 3 tibia.